Event description:
During a endoscopic surgical procedure while deploying a 5mm stapler the surgeon stated that the 5mm stapler reload cartridge misfired. Reload removed and new reload inserted and stapler fired normally. Reload sequestered and sent to biomedical for reporting. Packaging save to giver to manufacturer for analysis. Case proceeded without further incident. Manufacturer response for stapler, 5mm surgical, justright (per site reporter): awaiting follow up with mfg.